Event description:
It was reported, the patient had lost weight and the ipg site had become irritated which had caused an open wound at the ipg site. It was reported, the physician replaced the ipg and relocated the ipg site as planned. It was reported, the issue was resolved, and the patient had effective stimulation postoperative.

Manufacturer narrative:
The returned product was not analyzed as the complaint of open wound could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.